Event description:
It was reported the single use aspiration needle exhibited a fracture occurred at the connection between the white plastic holding part of the needle and the needle core when inserting the second needle to push the needle. The issue occurred during an endobronchial ultrasound-guided transbronchial needle aspiration. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because the actual product was not returned to sbc, we were unable to identify the cause, but we will monitor the defect trend and take appropriate action if necessary. The root cause of this event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.